Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the syringe barrel clamp assembly was allegedly damaged. There was no patient involvement.

Manufacturer narrative:
H3: device evaluated by manufacturer - additional. H6: event problem and evaluation codes - additional. The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. A review of the device history record for sn 15294394 was performed from date of manufacture (B)(6) 2018, to the present date (B)(6) 2020, and confirmed that this device was previously returned for servicing 1 time and there were no production failures indicated on the source device.

Event description:
It was reported that the syringe barrel clamp assembly was allegedly damaged. There was no patient involvement.